Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as itchy, red and bumpy under the te pads. There was no alleged device malfunction. The patient's pharmacist recommended an unknown cream. The irritation improved with the cream but reoccurred when application was stopped and the patient continued use of the lifevest.